Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed and flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. The root cause could not be identified. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor device reportedly did not flow after filling. Force priming was attempted but still no flow. When the sales rep received the actual sample at the hospital, the flow was observed. There was no patient involvement and no patient injury and medical intervention. The device was filled with 5fu 86ml and saline 180ml. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.